Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump repeatedly restarted on its own numerous times within a day and displayed a low-battery message despite a reported charge of 87 percent, consistent with an unexpected shutdown involving the software component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an unexpected shutdown with findings indicating an software problem, with the device component implicated as the seal. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.